Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. After a while after sensor insertion, the patient noticed some rashes and itching on the arm and gradually appeared all over his body. He noticed a bit of swelling on his legs that day. The went to a clinic, however there was no doctor available at that time so the nurse on duty took photos of the skin reaction and sent them over to the doctor. The doctor responded and prescribed cerave moisturizing cream, triamcinolone prescription ointment, prednisone 5mg (oral corticosteroid- once every 8 hours for 3 days), hydroxyzine 25mg (oral antihistamine; once every 12 hours for 2 weeks), fexofenadine (oral antihistamine; 120mg once a day for 2 weeks). At the time of the report the skin reaction was already healed and he was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.